Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and will be going to the hospital. The customer¿s current high blood glucose level was 479 mg/dl and other blood glucose level was 561 mg/dl. Customer stated they've been running high since yesterday and didn¿t know why. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reported that they had a back-up plan available. Customer was treated with 2u injection and insulin pump. Customer did not alleged insulin pump was under delivering. Customer reported insulin exited at the quick release. Customer reported that their blood glucose was now 561 mg/dl and was not feeling well. Customer declined to troubleshooting further and will go to hospital. Customer reported that they administered 2u per injection and normally runs in the 200 mg/dl or below blood glucose range. The device will not be returned for analysis.